Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 313 mg/dl at the time of incident. The customer stated that the insulin did not exit during fixed prime. The customer stated that they changed a complete set. The customer performed manual prime and the stated that the insulin did exit. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.